Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).

Event description:
It was reported that during an angioplasty procedure through right brachiocephalic vein stenosis, the device allegedly ruptured circumferentially at 16-18 atm and detached from the proximal point. It was further reported that the device was unable to be removed from the patient. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure through right brachiocephalic vein stenosis, the device allegedly ruptured circumferentially at 16-18 atm and detached from the proximal point. It was further reported that the device was unable to be removed from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: one device was returned for review. The device was noted to be bloody and was detached at the proximal end. The balloon portion of the device was noted to be intact and still attached to the inner guidewire with kinks noted throughout the device. No further functional testing could be carried out due to the condition of the device. The investigation confirmed for the detachment issue as the device was returned detached, the balloon rupture and unable to remove remain inconclusive as no functional evaluation performed due to the condition of the device . The reported balloon rupture may have contributed to the reported difficult to remove. The reported difficult to remove could have then contributed to the reported device detachment. However the definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 03/2023. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.